Event description:
The user facility report that the tr band post-procedure care, presented a large hematoma on the patient while using a tr band. This event is not believed to be a device malfunction that caused the hematoma, but the result of the physician having done multiple access attempts in different areas of the radial artery. A percutaneous coronary intervention (pci) was performed right radial access. Multiple attempts were made to gain access to the vessel. Once access was gained a 6 french glidesheath slender was used intra-procedurally. A large tr band was placed post-procedure. The hematoma began forming proximal to the tr band. The tr band was moved more proximally to have the space to be able to place another tr band distally. The hematoma was still forming. Manual pressure was applied along with the two tr bands still on, and then a pressure cuff was placed on top of the more proximal tr band and was clamped at a low pressure to aid in compression. The hematoma was controlled, however the patient complained of hand pain. The patient was kept overnight for observation. Multiple tests were performed to make sure the patient's arm was ok. No intervention was needed, and the patient was discharged. The patient was in stable condition. The procedure outcome was a success. The blood loss was less than 250cc's. Additional information was received on 23 march 2023: post op care between 12:45 and 14:09 was when the hematoma was noticed. Repositioned bands and a manual cuff were used for pressure. 15 ccs of air were injected in the tr band and 13cc's on the second tr band. The tr band did hold air. There was no apparent damage to the tr band.

Manufacturer narrative:
D4: expiration date: unknown due to unknown catalog and lot number combination. D4: UDI: unknown due to unknown catalog and lot number combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rn, clinical education specialist procedural areas. H4: device manufacture date: unknown due to unknown catalog and lot number combination. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code & lot number combination were not provided by the user facility, which prevented a meaningful review of the device history record. This report is for the glidesheath device reported, for the two tr bands reported and was used on the same patient please see MDR 1118880-2023-00027 & MDR 1118880-2023-00028.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. This complaint cannot be confirmed for insertion difficulties because the sample was not returned for assessment. The complaint mentions that this was not believed to be a device malfunction that caused the hematoma, but rather that multiple access attempts were made by the physician. The gss device functioned as intended, and no failure mode was attributed to this device. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.